Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 638rl34, heart ring, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead. The lead was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.